Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('migration of essure device-location of device') and pre-eclampsia ('preeclampsia') in a 37-year-old female patient who had essure (batch no. 857592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included sulfonamide allergy, adnexa uteri cyst, ovarian mass, ovarian fibroma, pre-eclampsia, premature delivery, upper back pain, multigravida, parity 2 and hypothyroidism. *operative report preoperative diagnosis: persistent left ovarian mass. Postoperative diagnosis: suspect ovarian fibroma, pathology pending. Procedure: laparoscopic excision of a solid left ovarian mass. Patient has undergone hysterosalpingogram (hsg). Concurrent conditions included elevated bp, hypertension, vulval irritation, vaginal candidiasis, vaginal discharge, uti, cystitis interstitial, morbid obesity, stomach discomfort, right lower quadrant pain, epigastric pain, gastroesophageal reflux disease, esophagitis, cough, postnasal drip and menorrhagia. Concomitant products included clarithromycin (claritin), fluticasone propionate (flonase allergy relief), labetalol, levothyroxine sodium (synthroid), lisinopril, norethisterone (micronor), paracetamol (tylenol) and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure device"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pre-eclampsia (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the device dislocation, pregnancy with contraceptive device, pre-eclampsia, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain, pre-eclampsia, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: there were 3 left trailing coils and 5 trailing coils on the right diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: malposition of right essure coil along uterine serosa. Gynaecological examination - on (B)(6) 2013: 39 weeks. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pathology test - on (B)(6) 2016: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign cervix, negative for dysplasia. Benign secretory endometrium. Benign fallopian tubes. Essure coils identified. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: abdominal pain, pelvic pain and following one was confirmed in patient's medical record: device dislocation,pre-eclampsia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Reporter information, concomitant drugs, lab data added. Pelvic pain outcome updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('migration of essure device-location of device'), pregnancy with contraceptive device ('pregnancy with essure device'), pre-eclampsia ('preeclampsia') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. 857592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included sulfonamide allergy, adnexa uteri cyst, ovarian mass, ovarian fibroma, pre-eclampsia, premature delivery, upper back pain, multigravida and parity 2. *operative report preoperative diagnosis: persistent left ovarian mass. Postoperative diagnosis: suspect ovarian fibroma, pathology pending. Procedure: laparoscopic excision of a solid left ovarian mass. Patient has undergone hysterosalpingogram (hsg). Concurrent conditions included elevated bp, hypertension, vulval irritation, vaginal candidiasis, vaginal discharge, uti, cystitis interstitial, morbid obesity, stomach discomfort, right lower quadrant pain, epigastric pain, gastroesophageal reflux disease, esophagitis, cough, postnasal drip and menorrhagia. Concomitant products included labetalol and norethisterone (micronor). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pre-eclampsia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, pre-eclampsia, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain, pre-eclampsia, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: there were 3 left trailing coils and 5 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: malposition of right essure coil along uterine serosa. Gynaecological examination - on (B)(6) 2013: 39 weeks. Pathology test - on (B)(6) 2016: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign cervix, negative for dysplasia. Benign secretory endometrium. Benign fallopian tubes. Essure coils identified.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: abdominal pain, pelvic pain and following one was confirmed in patient's medical record: device dislocation,pre-eclampsia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: quality-safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('migration of essure device-location of device'), pregnancy with contraceptive device ('pregnancy with essure device'), genital haemorrhage ('heavy abnormal bleeding') and pre-eclampsia ('preeclampsia') in an adult female patient who had essure (batch no. 857592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included sulfonamide allergy, adnexa uteri cyst, ovarian mass, ovarian fibroma, pre-eclampsia, premature delivery, upper back pain, multigravida and parity 2. *operative report preoperative diagnosis: persistent left ovarian mass. Postoperative diagnosis: suspect ovarian fibroma, pathology pending. Procedure: laparoscopic excision of a solid left ovarian mass patient has undergone hysterosalpingogram (hsg). Concurrent conditions included elevated bp, hypertension, vulval irritation, vaginal candidiasis, vaginal discharge, uti, cystitis interstitial, morbid obesity, stomach discomfort, right lower quadrant pain, epigastric pain, gastroesophageal reflux disease, esophagitis, cough, postnasal drip and menorrhagia. Concomitant products included labetalol and norethisterone (micronor). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and pre-eclampsia (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and pre-eclampsia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain, pre-eclampsia, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: there were 3 left trailing coils and 5 trailing coils on the right diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: malposition of right essure coil along uterine serosa. Gynaecological examination - on (B)(6) 2013: 39 weeks. Pathology test - on (B)(6) 2016: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign cervix, negative for dysplasia. Benign secretory endometrium. Benign fallopian tubes. Essure coils identified. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: abdominal pain, pelvic pain and following one was confirmed in patient's medical record: device dislocation,pre-eclampsia most recent follow-up information incorporated above includes: on 20-may-2019: pfs & mr received: new reporter and consumer address were added. Patient¿s date of birth and lot number were added. Date of insertion was updated. New events added- migration of essure device, pregnancy with essure device and device ineffective were added. Lab data was added. Medical history, concomitant drugs and concomitant condition was added. Preeclampsia event added from mr. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('migration of essure device-location of device'), pregnancy with contraceptive device ('pregnancy with essure device'), pre-eclampsia ('preeclampsia') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. 857592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included sulfonamide allergy, adnexa uteri cyst, ovarian mass, ovarian fibroma, pre-eclampsia, premature delivery, upper back pain, multigravida and parity 2. *operative report preoperative diagnosis: persistent left ovarian mass. Postoperative diagnosis: suspect ovarian fibroma, pathology pending. Procedure: laparoscopic excision of a solid left ovarian mass. Patient has undergone hysterosalpingogram (hsg). Concurrent conditions included elevated bp, hypertension, vulval irritation, vaginal candidiasis, vaginal discharge, uti, cystitis interstitial, morbid obesity, stomach discomfort, right lower quadrant pain, epigastric pain, gastroesophageal reflux disease, esophagitis, cough, postnasal drip and menorrhagia. Concomitant products included labetalol and norethisterone (micronor). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pre-eclampsia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, pre-eclampsia, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain, pre-eclampsia, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: there were 3 left trailing coils and 5 trailing coils on the right diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: malposition of right essure coil along uterine serosa. Gynaecological examination - on (B)(6) 2013: 39 weeks. Pathology test - on (B)(6) 2016: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign cervix, negative for dysplasia. Benign secretory endometrium. Benign fallopian tubes. Essure coils identified. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: abdominal pain, pelvic pain and following one was confirmed in patient's medical record: device dislocation,pre-eclampsia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('migration of essure device-location of device') and pre-eclampsia ('preeclampsia') in a 37-year-old female patient who had essure (batch no. 857592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included sulfonamide allergy, adnexa uteri cyst, ovarian mass, ovarian fibroma, pre-eclampsia, premature delivery, upper back pain, multigravida, parity 2 and hypothyroidism. *operative report preoperative diagnosis: persistent left ovarian mass. Postoperative diagnosis: suspect ovarian fibroma, pathology pending. Procedure: laparoscopic excision of a solid left ovarian mass. Patient has undergone hysterosalpingogram (hsg). Concurrent conditions included elevated bp, hypertension, vulval irritation, vaginal candidiasis, vaginal discharge, uti, cystitis interstitial, morbid obesity, stomach discomfort, right lower quadrant pain, epigastric pain, gastroesophageal reflux disease, esophagitis, cough, postnasal drip and menorrhagia. Concomitant products included clarithromycin (claritin), fluticasone propionate (flonase allergy relief), labetalol, levothyroxine sodium (synthroid), lisinopril, norethisterone (micronor), paracetamol (tylenol) and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure device"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pre-eclampsia (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the device dislocation, pregnancy with contraceptive device, pre-eclampsia, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain, pre-eclampsia, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: there were 3 left trailing coils and 5 trailing coils on the right diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: malposition of right essure coil along uterine serosa. Gynaecological examination - on (B)(6) 2013: 39 weeks. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pathology test - on (B)(6) 2016: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign cervix, negative for dysplasia. Benign secretory endometrium. Benign fallopian tubes. Essure coils identified. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: abdominal pain, pelvic pain and following one was confirmed in patient's medical record: device dislocation,pre-eclampsia lot number: 857592, manufacture date: 2011-05, expiration date: 2014-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('migration of essure device-location of device') and pre-eclampsia ('preeclampsia') in a 37-year-old female patient who had essure (batch no. 857592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included sulfonamide allergy, adnexa uteri cyst, ovarian mass, ovarian fibroma, pre-eclampsia, premature delivery, upper back pain, multigravida, parity 2 and hypothyroidism. *operative report preoperative diagnosis: persistent left ovarian mass. Postoperative diagnosis: suspect ovarian fibroma, pathology pending. Procedure: laparoscopic excision of a solid left ovarian mass. Patient has undergone hysterosalpingogram (hsg). Concurrent conditions included elevated bp, hypertension, vulval irritation, vaginal candidiasis, vaginal discharge, uti, cystitis interstitial, morbid obesity, stomach discomfort, right lower quadrant pain, epigastric pain, gastroesophageal reflux disease, esophagitis, cough, postnasal drip and menorrhagia. Concomitant products included clarithromycin (claritin), fluticasone propionate (flonase allergy relief), labetalol, levothyroxine sodium (synthroid), lisinopril, norethisterone (micronor), paracetamol (tylenol) and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure device"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pre-eclampsia (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the device dislocation, pregnancy with contraceptive device, pre-eclampsia, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain, pre-eclampsia, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: there were 3 left trailing coils and 5 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: malposition of right essure coil along uterine serosa. Gynaecological examination - on (B)(6) 2013: 39 weeks. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pathology test - on (B)(6) 2016: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign cervix, negative for dysplasia. Benign secretory endometrium. Benign fallopian tubes. Essure coils identified. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: abdominal pain, pelvic pain and following one was confirmed in patient's medical record: device dislocation,pre-eclampsia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Reporter information, concomitant drugs, lab data added. Pelvic pain outcome updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('migration of essure device-location of device') and pre-eclampsia ('preeclampsia') in a (B)(6) female patient who had essure (batch no. 857592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included sulfonamide allergy, adnexa uteri cyst, ovarian mass, ovarian fibroma, pre-eclampsia, premature delivery, upper back pain, multigravida, parity 2 and hypothyroidism. *operative report preoperative diagnosis: persistent left ovarian mass. Postoperative diagnosis: suspect ovarian fibroma, pathology pending. Procedure: laparoscopic excision of a solid left ovarian mass. Patient has undergone hysterosalpingogram (hsg). Concurrent conditions included elevated bp, hypertension, vulval irritation, vaginal candidiasis, vaginal discharge, uti, cystitis interstitial, morbid obesity, stomach discomfort, right lower quadrant pain, epigastric pain, gastroesophageal reflux disease, esophagitis, cough, postnasal drip and menorrhagia. Concomitant products included clarithromycin (claritin), fluticasone propionate (flonase allergy relief), labetalol, levothyroxine sodium (synthroid), lisinopril, norethisterone (micronor), paracetamol (tylenol) and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure device"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pre-eclampsia (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the device dislocation, pregnancy with contraceptive device, pre-eclampsia, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain, pre-eclampsia, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: there were 3 left trailing coils and 5 trailing coils on the right diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: malposition of right essure coil along uterine serosa. Gynaecological examination - on (B)(6) 2013: 39 weeks. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pathology test - on (B)(6) 2016: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign cervix, negative for dysplasia. Benign secretory endometrium. Benign fallopian tubes. Essure coils identified.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: abdominal pain, pelvic pain and following one was confirmed in patient's medical record: device dislocation,pre-eclampsia lot number: 857592 manufacture date: 2011-05 expiration date: 2014-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.